Event description:
I started using invisalign aligners: now experiencing significant fatigue, headache, problems sleeping, back pain, myalgias, arthralgias, malaise. Also, mouth sores and cuts. These get better when I take the aligners off.